Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin after each occlusion. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.